Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation due to an unrelated issue. The device was determined to not meet all product specifications related to the reported event. The device delivering a different rate or volume than programmed (over 10%) was verified. The cause was determined to be the upper pressure plate valves and fingers out of specification. The pressure plate valves and fingers were adjusted during the repair process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a different a rate or volume than programmed (over 10%). There was no patient involvement associated with this event. No additional information is available.